Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead.

Event description:
Trial patient reported that she had this prior to as well as diarrhea where she manually removed bowel movement. Additional information reported 2 days later indicated that patient had pain near leads sever when laid back in the house and car when setting certain way. The patient was referred to health care provider.